Manufacturer narrative:
The reported complaint of user advisory - "(ua)16" (timeout moving to take-up position) error message on the autopulse platform (serial #(B)(4)) was confirmed during initial functional test and archive data review. Also, platform makes loud noises during the functional test, thus confirming the reported complaint. The investigation findings revealed bearing damaged on the drive train motor. The root cause of the ua16 error message and loud noises on the returned autopulse platform was due a damaged drive train motor as a result of normal wear and tear. The autopulse platform was manufactured in november 2013 and it is over 6 years old, past beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, cracked top cover, front and bottom enclosures and load plate cover was defective with the hole that affects the watertight seal were observed on the returned autopulse platform during visual inspection. These types of physical damages are attributed to normal wear and tear. Damaged covers were replace to addressed these issues. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The cause was likely attributed to normal wear and tear. Deburring was performed to remedy the sticky clutch plate. During archive data review, "(ua)16" (timeout moving to take-up position) was observed, thus confirming the reported complaint. Initial functional testing failed due ua16 (timeout moving to take-up position) and makes loud motor noises. To remedy ua16 error message and the loud motor noises, the drive train motor was replaced. Thus, confirming the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(4).

Event description:
Customer reported that the lifeband doesn't retracts after an interruption, the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message. Also, a loud noise can be heard from the platform. No consequences or impact to patient.